Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; pfc sigmarp stb tb in 5 10.0 insert; unknown knee femur component; unknown knee patella component, unknown bone cement.

Event description:
The patient was revised to address a suspected infection. Irrigation and debridement of the knee was done. Surgeon removed antibiotic beads and exchanged ps poly for tc3. Doi: (B)(6) 2018, dor: (B)(6) 2018, right knee.